Event description:
The pt was implanted with hernia mesh t-sling on later the pt experienced harder to urinate, urethral tenderness, having to shift to urinate, recurrent stress urinary incontinence, frequency, urgency, urinary tract infections with pain that extends into the back from the suprapubic area and increase in pressure voiding. A take down of the mid-urethral sling [documentation indicates this was an excision] and cystoscopy were performed.